Event description:
The patient sustained nasal mucosal blisters, because the results were positive so patient need further pcr test 2x..

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correct the report type. Additional information from the customer states the swab was perform during drive thru. The patient was swabbed and then the swab is immediately brought to the operator's instrument ID now (without being touched by the operator). The patient was the first patient on that day. The next day patient perform the second pcr test and the negative result was out at the night. The patiet sustained nasal mucosal blisters, due to the test results the patient need further pcr test 2x. (Total test was done 1x ID now covid-19 and 2x pcr).

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000/ lot m149983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot m149983. Test base part number 191-000/ lot m149983 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149983 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
Initial reporter address: (B)(6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. On (B)(6) 2021 pcr confirmation testing was performed on a nasopharyngeal swab and on (B)(6) 2021 generated negative results. The doctor performed two additional test and obtained negative results. The patient is the owner of the clinic and patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.